Event description:
It was reported that during a rectosigmoidectomy procedure, when removing the stapler out of the patient the warhead did not come out, it was stuck to the staples. It was necessary to redo the anastomosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.